Manufacturer narrative:
A philips clinician performed a clinical review of the patient event file. The smart analysis algorithm used in philips heartstart aeds was developed and tested to ensure that its sensitivity (ability to detect shockable rhythms) and specificity (ability to detect non-shockable rhythms) exceeded the aha1, iec2, and aami3 recommendations. This algorithm was designed to shock the most common shockable rhythms associated with sudden cardiac arrest, such as ventricular fibrillation (vf), ventricular flutter, and certain types of ventricular tachycardia such as polymorphic vt. In addition, the algorithm is designed to avoid shocking rhythms that are commonly accompanied by a pulse or rhythms that would not benefit from an electrical shock. In response to the customer concern that the AED did not recommend a shock for ventricular tachycardia, the philips AED ECG analysis algorithm is designed to take a conservative approach in analyzing ECG rhythms that can potentially cause a pulse to be generated. Monomorphic ventricular tachycardia is one of these rhythms. Because of this, monomorphic ventricular tachycardia may not be identified as a shockable rhythm. The philips smart analysis algorithm evaluates four criteria to determine if an ECG rhythm is shockable. These are rate, conduction - shape of the qrs complex, stability ¿ regularity of the waveform pattern, and amplitude. In this device use, the analysis determined high stability that is associated with monomorphic ventricular tachycardia, and the rate (indicated as 160 bpm on the rhythm strip) was below the minimum rate threshold for a shockable rhythm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device did not detect defibrillation in AED mode and the user had to do it manually. Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Correction: a philips clinician reviewed the electrocardiograph (ECG) strip. The smart analysis algorithm used in philips heartstart aeds was developed and tested to ensure that its sensitivity (ability to detect shockable rhythms) and specificity (ability to detect non-shockable rhythms) exceeded the aha1, iec2, and aami3 recommendations. This algorithm was designed to shock the most common shockable rhythms associated with sudden cardiac arrest, such as ventricular fibrillation (vf), ventricular flutter, and certain types of ventricular tachycardia such as polymorphic vt. In addition, the algorithm is designed to avoid shocking rhythms that are commonly accompanied by a pulse or rhythms that would not benefit from an electrical shock. In response to the customer concern that the AED did not recommend a shock for ventricular tachycardia, the philips AED ECG analysis algorithm is designed to take a conservative approach in analyzing ECG rhythms that can potentially cause a pulse to be generated. Monomorphic ventricular tachycardia is one of these rhythms. Because of this, monomorphic ventricular tachycardia may not be identified as a shockable rhythm. The philips smart analysis algorithm evaluates four criteria to determine if an ECG rhythm is shockable. These are rate, conduction - shape of the qrs complex, stability ¿ regularity of the waveform pattern, and amplitude. In this device use, the analysis determined high stability that is associated with monomorphic ventricular tachycardia, and the rate (indicated as 160 bpm on the rhythm strip) was below the minimum rate threshold for a shockable rhythm. A clinical assessment was performed by the clinical expert based on the request to align device contribution. The medical device did not cause or contribute to the described alleged serious injury. The described alleged serious injury was not a result of failure, malfunction, improper or inadequate design, manufacture, labeling, or user error. The ECG tracing does not represent fibrillation, which is why the AED indicated: "no shock indicated". The device performed within specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Correction: philips received a complaint on the philips heartstart xl+ defibrillator stating the staff needed to shock a patient for fibrillation in automatic external defibrillator (AED) mode, but the device indicated "no shock indicated.¿ the staff then delivered a manual shock. The patient was sent to intensive care. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. This report is based on information provided by field service engineer (fse) personnel and has been investigated by the philips complaint handling team. The fse and the biomed evaluated the device on site. The recovery of the ECG tracing found the tracing did not represent fibrillation, which is why the AED indicated "no shock indicated". The device was tested by biomedical with a simulator and the AED mode worked well. The device was replaced by another during the investigations. The device remains at the customer site.

Event description:
It was reported the staff needed to shock a patient for fibrillation in AED mode, but the device indicated "no shock indicated.¿ the staff then delivered a manual shock. The patient is still in intensive care. The delay in shocking may be a failure to shock which shall be considered a serious injury due to the deterioration of health that can occur in delaying defibrillation.

Manufacturer narrative:
The philips field service engineer and biomed evaluated the device on site. The recovery of the ECG tracing found the ECG tracing did not represent fibrillation, which is why the AED indicated: "no shock indicated. The device was tested by biomedical with a simulator and the AED mode worked well. The device was replaced by another during the investigations. A philips clinician is currently reviewing the event strips. Additional information will be provided upon clinical review. A final report will be submitted once the investigation is complete.